Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports of experiencing button anomaly. Customer states button anomaly may be due to pump getting wet while washing brushes. Customer's blood glucose was 230 mg/dl. Customer was advised that insulin pump would need to be replaced.